Manufacturer narrative:
E1reporter phone number - (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the main alarm had failed. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that rebooting the device did not resolve the issue. The rse advised the customer to check the central processing unit (cpu), motor controller (mc), and power management (pm) printed circuit board assemblies (pcbas). The authorized service provider (asp) communicated that the cpu pcba was replaced during onsite service to resolve the issue. The device was confirmed to be back to full functionality and returned to use.